Event description:
An implantable lead was returned from the los angeles county department of coroner with limited information. Information identified in the paperwork indicated the patient died approximately 25 years ago. The cause of death was reported as hemopericardium due to perforated right ventricle (lead perforation). The report also stated ¿this device is relevant to the death of the patient¿.

Manufacturer narrative:
Product event summary # product ID# 6957. A proximal portion was received measuring 39.5 cm. The distal conductor was extrinsically distorted due to kinking/buckling, the distal conductor of the lead developed a fracture due to flexing while in vivo, and the outer insulation of the lead was extrinsically breached due to a cut.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The manufacture date and implant date were not available for this lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.